Event description:
The MFR rec'd info alleging a ventilator's active exhalation valve malfunctioned. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, it was determined that a failure of the active exhalation control module caused the active exhalation valve not to operate properly while the ventilator was in active circuit mode. The device's active exhalation control module was replaced to address the issue.